Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation from the lifevest. The patient reported that he experienced excessive itching and red bumps under the rear therapy pads. There was no alleged device malfunction contributing to the irritation. Patient reported that his physician prescribed oral benadryl and a water-based cream. Follow up indicated that the cream is helping with the skin irritation.